Event description:
It was reported that on the day of the initial life2000 device training, the patient felt low energy, very short of breath, unable to stand and eventually passed out. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that on the day of the initial life2000 device training, the patient felt low energy, very short of breath, unable to stand and eventually passed out. The emergency services were called, and the patient was hospitalized. It was noted the ems staff stated the patient 'came around when they put the straight o2 on him', and 'the CPAP is not working for him'. The patient's oxygen saturation level at the time of the event was not provided. Additional information was requested, including if the patient was using the life2000 device at the time of the event, and if any medical/surgical intervention were required during the reported hospitalization, however, the patient's daughter refused to share any further detail. The patient is a 76-year-old male of 236 lbs. Details of the patient's relevant medical history were not provided. The patient's daughter decided to discontinue the use of the device, which will be returned for inspection. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask); assist/control mode of ventilation. The device instruction for use state always have an alternate means of ventilation or oxygen therapy available. Shortness of breath is a symptom of many underlying conditions that may or may not include injury. Fainting, or passing out, is a short-term loss of consciousness. It happens because of a sudden drop in blood flow to the brain. In this event, it was reported that the patient experienced shortness of breath, syncope, and low energy, requiring hospitalization on the day of the initial life2000 training. Additional information was requested but are not available at this time, however, it is reasonable to conclude that during hospitalization the patient likely received medical and/or surgical intervention to preclude permanent damage of a body structure and/or to preclude permanent impairment of a body function to resolve symptoms, concluding a serious injury occurred. Additionally, there was no report of device malfunction, and it is unclear if the patient was using the device at the time of the reported event, therefore, the exact cause of the symptoms and hospitalization is currently undetermined. The life2000 device will be returned as decided by the patient's daughter and will be inspected. Investigation is on-going, all additional and relevant information received during the course of the investigation will be provided in a final report. Inspection details: an inspection of the device ventilator performed by a baxter technician noted that all required attributes passed the tests. No malfunction was identified. The ventilator was functioning as designed. In this event, it was reported that the patient experienced shortness of breath, syncope, and low energy, requiring hospitalization on the day of the initial life2000 training. Additional information was requested but are not available at this time, however, it is reasonable to conclude that during hospitalization the patient likely received medical and/or surgical intervention to preclude permanent damage of a body structure and/or to preclude permanent impairment of a body function to resolve symptoms, concluding a serious injury occurred. Additionally, there was no report of device malfunction, and it is unclear if the patient was using the device at the time of the reported event, therefore, the exact cause of the symptoms and hospitalization is currently undetermined. The life2000 device was returned as decided by the patient's daughter, and no malfunction was identified upon inspection.

Manufacturer narrative:
It was reported that on the day of the initial life2000 device training, the patient felt low energy, very short of breath, unable to stand and eventually passed out. The emergency services were called, and the patient was hospitalized. It was noted the ems staff stated the patient came around when they put the straight o2 on him, and the CPAP is not working for him. The patient's oxygen saturation level at the time of the event was not provided. Additional information was requested, including if the patient was using the life2000 device at the time of the event, and if any medical/surgical intervention were required during the reported hospitalization, however, the patient's daughter refused to share any further detail. The patient is a 76-year-old male of 236 lbs. Details of the patient's relevant medical history were not provided. The patient's daughter decided to discontinue the use of the device, which will be returned for inspection. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask); assist/control mode of ventilation. The device instruction for use states always have an alternate means of ventilation or oxygen therapy available. Shortness of breath is a symptom of many underlying conditions that may or may not include injury. Fainting, or passing out, is a short-term loss of consciousness. It happens because of a sudden drop in blood flow to the brain. In this event, it was reported that the patient experienced shortness of breath, syncope, and low energy, requiring hospitalization on the day of the initial life2000 training. Additional information was requested but are not available at this time, however, it is reasonable to conclude that during hospitalization the patient likely received medical and/or surgical intervention to preclude permanent damage of a body structure and/or to preclude permanent impairment of a body function to resolve symptoms, concluding a serious injury occurred. Additionally, there was no report of device malfunction, and it is unclear if the patient was using the device at the time of the reported event, therefore, the exact cause of the symptoms and hospitalization is currently undetermined. The life2000 device will be returned as decided by the patient's daughter and will be inspected. Investigation is on-going, all additional and relevant information received during the course of the investigation will be provided in a supplemental report.

Event description:
It was reported that on the day of the initial life2000 device training, the patient felt low energy, very short of breath, unable to stand and eventually passed out. This report was filed in our complaint handling system as complaint #(B)(4).